Event description:
It was reported that the customer was hospitalized with diabetic ketoacidosis. The customer's blood glucose at the time of hospitalization was 700 mg/dl. The symptoms that the customer experienced included vomiting, head pain, and dizziness. The customer was wearing the insulin pump at the time of hospitalization. During troubleshooting, it was found that the drive support cap appeared normal. No air bubbles were found and insulin did exit the tubing during a manual prime. Settings and history were found to be correct. A high pressure test was performed and passed. The customer removed the infusion set from his body and the cannula was bent. The customer was advised to change the entire set, reservoir and insulin. It was advised that the insulin pump passed all testing and was functioning properly. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).